Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump occasionally did not calculate bolus amounts properly, and also did not keep track of the insulin on board. During troubleshooting, the pump accurately calculated a bolus amount and the insulin on board was correct. It was also reported that the pump had been dropped several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump powered on properly. A bolus was successfully calculated using the ezcarb and ezbolus features. A 10 unit normal bolus and audio bolus was programmed and delivered appropriately. Both bolus deliveries were accurately recorded in the pump history, and the insulin on board was accounted for. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.